Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. (B)(4). The full lead was returned, analyzed, and the outer tubing overlay was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received a shock and the electrograms (egms) showed noise of unexplained origin. It was also reported that the patient is dependent and became asynchronic with noise oversensing. It was further reported that there was nothing noted that could be the cause of the noise upon x-ray review, testing and visual inspection. However, a small nick the lead at suture sleeve was noted. Lead measurement through the device and analyzer remained stable and efforts to reproduce noise were unsuccessful. Therefore, the decision was made to replace the lead and device. No further patient complications have been reported as a result of this event.